Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the device failed to peel-away. The stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. However, after the device was used to cross the calcified lesion, resistance was encountered when the delivery sheath was pulled back during deployment. The guidewire torque controller was pushed to the hemostatic valve, and the delivery sheath continues to be pulled back, but still could not be moved. The filterwire could not be deployed. The entire system was withdrawn and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6 - evaluation conclusion codes: updated.

Event description:
It was reported that the device failed to peel-away. The stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. However, after the device was used to cross the calcified lesion, resistance was encountered when the delivery sheath was pulled back during deployment. The guidewire torque controller was pushed to the hemostatic valve, and the delivery sheath continues to be pulled back, but still could not be moved. The filterwire could not be deployed. The entire system was withdrawn and the procedure was completed with another of the same device. There were no patient complications as a result of this event.